Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tip opened and closed properly. The instrument passed electrical continuity. The instrument passed the energy recognition and delivery tests. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic and chest anastomosis surgical procedure, an electric arc occurred in the abdomen between the fenestrated bipolar forceps (fbf) and the monopolar curved scissors (mcs). There was burning on the distal end of the fbf. The logs did not show any confirmation of the arcing issue. The instrument tips were close when it happened. The customer changed the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained additional information. The instruments were inspected prior to use and there was no damage or anything out of the ordinary. Damage to the instruments was noted after the arcing event, specifically the monopolar scissors were carbonized at the tip. No damage was noted to the tip cover. The cannula was inspected prior to use and a pin gauge was used to inspect it. The origin or location of the arcing is unknown. It is unknown where the energy leaked or arced from on the instrument. The mcs tip cover accessory appeared to be properly installed during the surgical procedure and no part of the orange surface was visible after installation. The installation tool was used, and no lubricant was applied to the mcs instrument prior to the tip cover installation. It is unknown where the arc grounded. The arcing event occurred during cauterizing. The arcing event occurred when monopolar cut energy was activated. The instrument was connected properly. The integrated electrosurgical unit (iesu) was used. The settings used on the generator/iesu were cut: 3, coag: 3. A grounding pad was in use, and it was placed on the right thigh of the patient. The grounding pad did not appear to have any issues or defects. The instrument was in use for two hours prior to the arcing event. The fenestrated bipolar forceps (fbf), mcs and tip-up instruments were in use. At the moment of the electric arc, the surgeon used the fbf and the mcs. The instrument tips did not collide with any other instrument or tool during the procedure. When the arcing event occurred, the instrument tip(s) were in contact with the mesentery tissue, but no trauma or wounds were created. The instrument tip(s) did not touch any staples, clips, or sutures while energized. The jaws of the instrument were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The surgeon is unsure of what caused the arcing event. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The tip cover will not be returned for analysis.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.